Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU vascular perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005334138-2016-00060, 3005334138-2016-00064. During an atrial tachycardia procedure, a pericardial effusion was noted. While ablating near to and inside the coronary sinus, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and which stabilized the patient. There were no performance issues with any sjm devices.